Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to encoder signal out of phase unable to perform occlusion test, prime, compromised force sensor system test, excessive no delivery test. The motor was tested outside the device and passed. Pump received with cracked display window corner noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that they received motor error alarms. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The inform the section "date received by manufacturer" was incorrect with the initial report. The correct information has been provided with this report.